Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test, sterile water leaked from the foley catheter balloon section.

Manufacturer narrative:
The reported event is confirmed - manufacturing related. The product had caused the reported failure. Sample was evaluated and found there was a pinhole on sac body of catheter that allowed water to leak out. Pinhole was examined under microscope and noted to be round and smooth. Based on the investigation performed, it was noticed that the pinhole occurred from bubble of the sac body. Hence, this complaint was confirmed related to manufacturing process. A potential root cause for this potential failure mode could be due to bubble creation during dipping process. The labeling and instructions for use were found to be adequate. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. However, current in-process controls per pfmea are adequate to identify the defect or verify the product integrity. Corrections: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test, sterile water leaked from the foley catheter balloon section.